Manufacturer narrative:
Other text: one infusion pump was received for evaluation. Visual inspection found the plunger case tamper seal to be broken, and the right plunger case to be cracked. The device?s event history log was reviewed for evidence of the reported event, and ?syringe plunger not in place? Error was found. To conduct functional testing, the device was powered up and a syringe test was performed. Upon testing, syringe plunge not in place error was found and duplicated due to incorrect assembly inside of the plunger assembly (push block was assembled the wrong way) by customer. To address the issue the plunger assembly was reassembled, the device then passed all functional testing. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: health effects - clinical signs and symptoms or conditions corrected health effects - health impact corrected.

Event description:
It was reported that during a returned order service it was determined that the device did not recognize the syringe. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.